Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Customer zip/postal code exceeded maximum allowable digits, zip/postal code is as follows: (B)(6).

Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
It was reported that the "sensor's led on, readings for couple of seconds then goes off." No known impact or consequence to patient.